Event description:
It was reported that a pump memory error occurred. The message that displayed was "pump memory error: drug infusion data is invalid." It was noted that the physician had trouble interrogating the pump, but it eventually worked. It was stated that the patient had been "doing fine" and had not had any issues. The error was resolved by updating the pump without making any changes, though it was noted that there was still "some difficulty interrogating it" at that time. The drug used in this system was lioresal.

Manufacturer narrative:
Programmer model: 8840, serial # unknown, product type programmer, physician; catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown. (B)(4).